Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the balloon inside the stent ruptured. Damage/protector tip problem was also noted. The procedure was completed with another of same device. There were no patient complications. Patient status was stable.